Manufacturer narrative:
It was not possible to match this event with any previously reported event. Product ID: neu_unknown_pump, lot# unknown, product type: pump.

Event description:
Themistoklis, k., boutos, n., themistocleous, m., kalyvas, a.v., sakas, d.e. Infectious complications and treatment options in intrathecal baclofen delivery systems. Stereotactic and functional neurosurgery. 2014. 92(suppl.2):s46. Summary: the scope of this study was to investigate the rate of infections among patients who underwent surgical placement of intrathecal baclofen pump and the possible treatment options. Reported events: seven patients presented with superficial or deep infection. Four patients presented with cns infection. Ten patients presented the infection during the post-operative period and one patient during the follow-up period. The causative agent was staphylococcus, epidermidis or capitis and in one case pseudomonas aeruginosa. In all cases, antibiotics were administered either by intravenous or intrathecal way and in five cases surgical intervention was performed.